Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to this product/event. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy surgical procedure, the patient had bleeding and desaturation. The event required medical or surgical intervention to preclude serious injury or death.

Event description:
It was reported that during an ion endoluminal lung biopsy surgical procedure, the patient experienced desaturation due to bleeding. The bleeding was evacuated with the use of suction and the procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.